Event description:
It was reported that during a lobectomy procedure the device would not open. The device finally released manually by pulling the firing lever. The staple and cut lines were complete and intact. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).